Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: acta orthopaedica et traumatologica turcica, volume 44, number 2, 2010. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Journal article received: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134 reported: late postoperative complication which required secondary surgery in one patient who experienced fracture of the greater trochanter which extended to the femoral shaft and had poor reduction. Four days post operatively, an open reduction was performed. At the end of the third month, sufficient union was reported. Device was reported as synthes product. This report is for an unknown. This report is 4 of 4 for complaint (B)(4).